Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd recommends the use of our bd vacutainer® trace elements tube (ref 368520 or 368521) for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). We have not validated any of the bd collection tubes for aluminum testing. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® trace element serum plus blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that patients results tested were contaminated with aluminum. Customer reports that this issue occurred today but has noticed over the year that her patients results have shifted up, patients results have been affected. She does not know the lot number since they are just sent to her for testing. There are no unused samples to be sent in.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® trace element serum plus blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that patients results tested were contaminated with aluminum. Customer reports that this issue occurred today but has noticed over the year that her patients results have shifted up, patients results have been affected. She does not know the lot number since they are just sent to her for testing. There are no unused samples to be sent in.